Event description:
Upon interrogation, programmer displayed "excessive current drain" notification. Recommended explant. Device currently remains implanted. Should additional information become available, this event will be updated. This device has met longevity and was explanted on (B)(6) 2011. Device will not be returned as it was retained by the hospital.